Event description:
Physio-control was performing the periodic contract inspection, testing, and maintenance of the facility's defibrillators. Physio observed that one device intermittently would not deliver energy. There was no patient associated with the report.

Manufacturer narrative:
Physio-control observed that the paddle connector plugs, designators p3 and p16, inside the device were not completely seated to their connector jacks. The connectors were re-seated and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.